Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 49-year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of penicillin allergy, vaginal delivery, parity 3, multigravida and anemia. The patient had a family history of carcinoma of esophagus (mother), breast cancer (paternal grand mother) and colon cancer (paternal grand father). Concurrent conditions were listed as endometriosis, fibroids, right lower quadrant pain, menses irregular with excessive bleeding, endometrial ablation, endometriosis, pelvic pain female and menorrhagia. On (B)(6) 2024: she underwent medical device removal (seriousness criterion intervention required). On an unknown date, the patient had essure inserted. The patient was treated with surgery (hysterectomy, bilateral salpingectomy & right oophorectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.8 kg/sqm. [Colonoscopy] on (B)(6) 2023: normal. [Mammogram] on (B)(6) 2023: negative. [Pathology test] on (B)(6) 2024: the patient had her right ovary, both fallopian tubes cervix and uterus and removed without difficulty. At this point, they notice that both ovaries had some endometriosis on it, definitely the larger cyst in the areas of endometriosis, more on the right-hand side, uterus to have fibroids and somewhat adenomyotic [smear cervix] on (B)(6) 2023: negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-jan-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Medical device removal. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 49-year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of penicillin allergy, vaginal delivery, parity 3, multigravida and anemia. The patient had a family history of carcinoma of esophagus (mother), breast cancer (paternal grand mother) and colon cancer (paternal grand father). Concurrent conditions were listed as endometriosis, fibroids, right lower quadrant pain, menses irregular with excessive bleeding, endometrial ablation, endometriosis, pelvic pain female and menorrhagia. On (B)(6) 2024, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (hysterectomy, bilateral salpingectomy & right oophorectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.8 kg/sqm. [Colonoscopy] in (B)(6) 2023: normal. [Mammogram] on (B)(6) 2023: negative. [Pathology test] on (B)(6) 2024: the patient had her right ovary, both fallopian tubes cervix and uterus and removed without difficulty. At this point, they notice that both ovaries had some endometriosis on it, definitely the larger cyst in the areas of endometriosis, more on the right-hand side, uterus to have fibroids and somewhat adenomyotic. [Smear cervix] on (B)(6) 2023: negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.